Event description:
It was reported that during the implant procedure, the right ventricular lead helix would not extend after the first placement attempt. The lead was removed and replaced. No patient complications have been reported as result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary for (B)(4): helix disengaged from helical channel. Additional findings of distal conductor blood/body fluid (not obstructed) and blood in/on helix mechanism (sleeve head) and helix mechanism. Full lead returned and analyzed.